Manufacturer narrative:
On december 9, 2021, mentor received the lot number for the device implant. Mentor determined that the device was manufactured in leiden, netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. As a result, no further reports will be sent. Manufacturer site phone: (B)(4). Manufacturer site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor breast implant intended for an unspecified breast surgery ruptured preoperatively. No patient consequences were reported. Should additional information be made available, a supplemental report will be submitted. The type of device being reported is unknown. Common device name/product code values are being used for submission purposes only.